Manufacturer narrative:
D4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available.No device was received for analysis at the time of submission of the initial 3500A. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made.Manufacturing Record Evaluation (MRE) cannot be conducted because the lot number was not provided by the customer.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced bradycardia and ventricular tachycardia that required magnesium.After completing the procedure, the patient became bradycardic after pacing was stopped (pacing had been used during most of the procedure). All catheters were then removed from the body. Short runs of VT (ventricular tachycardia 5-15 seconds) were then seen. Magnesium was given. The physician "seemed to think it was anesthesia related." About 4 hours post ablation, the patient was still in-patient at the hospital in SVT (sustained ventricular tachycardia) rhythm.It was also reported that a small pericardial effusion was noted at start of the procedure but the physician was not concerned and no new or worsening effusion was noted at the end of the case.Procedural details include RF (radiofrequency) energy used only for CTI (Cavotricuspid Isthmus) ablation. A total of 18 lesions performed prior to transeptal. After going transseptal, switched from RF to pulsed field generator and performed PVI (pulmonary vein isolation) and PW (posterior wall) ablation with Varipulse, total of 37 ablations, 1000mL total fluid given. Varipulse Plus with 30mL/min flow rate.